Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated rv (right ventricular) oversensing. Beginning (B)(6) 2015, (B)(4) ventricular sensing integrity counts (sic) likely due to t-wave oversensing. Additionally, analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for 2 or more high rate- non-sustained episodes and sensing integrity counter (sic) >= 30 in 3 days. The analysis of the device memory also indicated a r-wave amplitude measurement issue. There were low r-wave amplitudes ranging from 1.75 mv to 3.125 mv. (B)(4).

Event description:
It was reported that the lead had t-wave oversensing (twos) due to low r-wave amplitude. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.